Event description:
It was reported that the customer's blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Reportedly, the customer did not perform the proper air removal techniques and filled the cartridge with cold insulin. Tandem technical support informed the customer that not performing the air removal technique and loading the cartridge with cold insulin is off label per the tandem user guide. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.